Event description:
The following has been reported: pump problem message: battery health: 100 battery fault: bat_2: battery_2_voltage_limit_failure a preliminary review of the logs identified electrical hardware failure (battery 2). The batteries are not able to charge because they are too hot. Even if they are not being used on the charging bracket, the batteries will still slowly drain due to battery current required to run the battery electronics circuit. This then causes the battery state of charge to get too low on shutdown. When this occurs, the pump will issue an alarm due to the loss of battery voltage. No device was returned for evaluation. No picture was provided for evaluation. A service history review for this device prior to the notification date of this complaint found no same / similar issues related to this complaint. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time. Reporting as a conservative measure for the premature battery failure. No adverse effects were reported.